Manufacturer narrative:
On may 4 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4) on apr 25 2022, it was noticed h10 in the previous report contained errors. The correct date of explantation is (B)(6) 2022.

Manufacturer narrative:
On apr 5 2022, additional information was received indicating the explantation date is (B)(6) 2022. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 18, 2022, mentor completed evaluation of the device.device evaluation summary:the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device.visual analysis of the returned sample revealed that the smooth hpg, 275cc breast implant had a crease/fold on the anterior view. In addition, a tear was noted within the crease fold measuring approximately 7.2 cm.mentor concluded that the capsular contracture in the patient´s breast resulted from the body´s individual physiological response to implanting a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications.additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a breast augmentation revision with a mentor memorygel breast implant 275 cc and experienced capsular contracture baker grade iii on the right side post-operatively, which was confirmed during a physical exam. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.